Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the prostyle device was successfully placed. The sheath was upsized to a 19f sheath and the tavi procedure was completed. Reportedly post procedure, the device did not close the hole correctly and a perforation/ dissection was noted. A covered stent was placed to treat the the perforation/ dissection. There was report of a 30 minute clinically significant delay. No additional information was provided.

Event description:
Subsequently to the initially filed tga and emdr, additional information was provided: two prostyle devices were successfully pre-placed prior to the tavi procedure and it was confirmed that the perforation/dissection was not due to the prostyle device and was caused by the calibre of the introducer sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5 case description was updated h6 health effect - clinical code 2135 was removed. The perforation was not related to the prostyle

Manufacturer narrative:
D10- concomitant product added.